Event description:
A complaint was received reporting a "vent service required" alarm associated with an error code indicating a large pressure drop between the monitor and outlet pressure sensors. The device was in use, with no patient harm reported. The alarm history was reviewed, and the issue was confirmed by the complaint. Device evaluation identified a faulty 3 way solenoid valve as the root cause of the error. To address this, the 3 way solenoid valve was replaced. Additionally, as part of the scheduled 4-year preventive maintenance, the air inlet foam filter, particulate filter, muffler assembly, and inline proximal filter were replaced. Final testing, including service diagnostic software verification, was completed successfully, and the device was returned to full functionality. The investigation is considered complete.